Event description:
Reporter indicated that her dell x5 handheld computer was freezing on the interrogation successful screen. Per the reporter, reseating the flashcard resolved the issue. Product was returned to the manufacturer. An analysis was performed on the returned product and the alleged screen freeze complaint is a known issue that has been evaluated and addressed (event is readily confirmed). No further testing is required for this particular event and no other issues were observed.